Event description:
A patient reported blood glucose results of "107 mg/dl, 207 mg/dl, and 111 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, and control solution were replaced.